Event description:
It was reported that during a laparoscopic sigma procedure, after firing, cutter could not be opened, took new instrument, no further information is available. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: (B)(6) male patient; weight: (B)(6). Pre op diagnosis: colorectal carcinoma, neoadjuvant chemotherapy after second firing the device could not be opened and removed from tissue. Cartridge color: green. Surgeon took a second ats45 and made a new resection (only few cm of additional resection) to cut the device out of tissue. Patient is fine, there were no negative consequences.

Manufacturer narrative:
(B)(4). Additional information: shrouds, cartridge. The analysis results showed that one ats45 was returned with a tr45g cartridge reload fully fired and in good visual condition. Furthermore, the handle shrouds were noted to be slightly separated. The cartridge deck was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. In addition, the device was noted to have the clamping mechanism damaged; no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke flange was found damaged where it engages with the tube.